Event description:
The physician was attempting to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion, with 85% stenosis, in the lad. Resistance was noted while advancing the device. The device could not cross the lesion, on withdrawal of the stent it was noted that the stent was deformed. No clinical sequelae were reported. Evaluation summary: the proximal portion of the stent was positioned correctly; multiple stent struts were raised, damaged and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: lesion morphology - severe calcification, 85% stenosis. Failure to deliver and stent deformation. Conclusions: lesion morphology - severe calcification, 85% stenosis. (B)(4).